Event description:
It was reported that during an unknown procedure, it was discovered that the sterilized package of the products was broken. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Only the device was returned for analysis. No carton or package was returned. The complaint cannot be verified. Batch history review could not be performed because package lot number was not provided.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.